Event description:
A ventilator was returned to the manufacturer for routine preventive maintenance. There was no allegation of device malfunction. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, an open condition was found within the device's power cord. The device's power cord was replaced to address the issue. A "ventilator inoperative" code was found in the ventilator's downloaded error log. The device's blower motor was replaced to address the issue.